Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 448mg/dl. The customer treated for the highs manually. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump passed self-test, a21 test and operating currents measurement were normal. No unexpected low battery, off no power or battery out of limit alarm noted during our testing. The insulin pump received with cracked reservoir tube lip and cracked case near the reservoir tube window.